Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip tips to be bent. One grip was bent which caused side to side misalignment of the grip. There was a 0.069 offset at the tips, indicating overloading at the tip. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the following damages: the instrument's pitch cable was also frayed at the distal clevis hub. No damage was found at the clevis. The instrument's distal pulley had scratch marks/abrasions. There were scratches on the surface of the distal pulley. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and was not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was observed that the tips on the fenestrated bipolar forceps instrument did not line up. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.